Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced r-wave amplitude. There was also oversensing of myopotential noise. Months later, it was reported that the patient had an additional inappropriate shock due to oversensing of myopotential noise. There were no additional adverse patient effects. Technical services provides some programming options. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Technical services reviewed the information and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced r-wave amplitude. There was also oversensing of myopotential noise. Months later, it was reported that the patient had an additional inappropriate shock due to oversensing of myopotential noise. There were no additional adverse patient effects. Technical services provides some programming options. The system remains implanted.